Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the impedance on the ventricular lead had been decreasing and there are a number of low impedance measurements. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Ventricular lead impedance decreased from an initial implant impedance of 343 ohms to a current average of 194 ohms. Ventricular lead warning occurred on (B)(6) 2014. Auto lead diagnostics shows short circuit pace/low impedance counts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.